Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having issues with external stimulation for about 2 days. Patient stated they are getting a message that says the system is operating at maximum settings and therapy cannot be increased. Patient confirmed they have not had any falls or trauma to the area. Patient was able to adjust stimulation down but stated they can't feel the variance between when it is usually on and off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The cause of the maximum settings and the external stimulation issues were unknown. They replaced the device. The issues were resolved.